Event description:
Lap cholecystectomy - "clips were ejected while applicating, could not be closed, even extracorporal, all clips were delivered and jumped out the branches".

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.